Event description:
Physician reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken is found with the following conditions: sharp edge on posterior with stress marks assessed as surgical impact opening, sharp edge on the posterior due to an unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is broken found with the following conditions: sharp edge on posterior with stress marks assessed as surgical impact opening, sharp edge on the posterior due to an unidentified (tear) opening and more than three openings striated assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. Device has been explanted.